Manufacturer narrative:
Device was discarded by the hospital, no evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, bipolar head failure constrained liner after a patient fell. Inner head came out of outer poly liner. This incident was the 2nd failed constrained liner in this patient. It was reported that the 1st implanted constrained liner had to be revised when it came completely out of the acetabular shell. Patient died 13 days after revision.